Manufacturer narrative:
Further communications with the representative was conducted, the physician stated to the rep that he was unsure of the location of the bleeding. Following pump explant, it was confirmed that there was no bleeding at the access site, therefore there was no patient injury related to impella. This is not considered a complaint as there was no product malfunction or adverse event related to impella device.

Manufacturer narrative:
The impella cp optical pump was returned by the customer and a failure analysis investigation is underway. A supplemental MDR will be filed at the completion of the device's investigation.

Event description:
The complainant reported a (B)(6) white female patient had impella cp optical pump inserted in the right axillary. The patient¿s insertion site was bleeding and as a result a total of five (5) units of packed red blood cells (prbcs) was administered.